Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. The full lead was returned. Outer insulation breached cuts were evident at 6, 20 and 24 cm distally.

Event description:
It was reported that during the implant procedure, there was a lead fracture at insulation layer. The device was not implanted. No patient complications have been reported as a result of this event.